Event description:
Pt admitted to ER with altered mental status - on presentation was unconscious; known iddm; md attempted to insert a right femoral central line; good blood return on the first attempt, and md was able to pass the guidewire but after dilating the vessel and attempting to remove the wire, the wire "felt stuck". He felt unable to remove the wire safely and thus, the entire line with the guidewire intact had to be removed. Other than undergoing another central line insertion, there was no pt injury. Outside wrapper on kit was discarded prior to the event.